Event description:
A hydrothermablator was used during a hydrothermablation procedure(age, weight unknown). According to the complaintant, during follow-up with a patient , the patient's vagina appeared to be burned (first degree) and swollen. The physician stated it was not due to a fluid loss, as the system did not show any fluid loss errors, and the sponges inside the vagina were dry upon removal. The physician also stated that he believes this event was an allergic reaction to the betadine used although this information cannot be confirmed. The patient was treated with silvadine cream, the procedure was completed with this device and there were no further complications reported as a result of the event.

Manufacturer narrative:
No device evaluation was performed as the product has been disposed. No device history review was performed as no lot number was provided. Additionally, since lot number was not provided, the expiration and manufacturing dates are not known.